Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to undersensing and intermittent loss of capture with high pacing thresholds. The lead was alleged to have dislodged. No adverse patient effects were reported, and the patient was not pacemaker dependent.